Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the pt presented to the emergency room (ER) feeling ill and was "out of it". The pt also experienced nausea and vomiting. The event logs were read by the healthcare professional in the ER. No pump alarms were noted. The pump was last refilled/programmed on (B)(6) 2011. The pump contained morphine 25 mg/ml and bupivicaine. On (B)(6) 2011, it was reported, the pt was obtunded and difficult to arouse. Troubleshooting options, including stopping the pump, were being considered.